Event description:
The customer reported that 20 minutes before the end of the procedure, the optia machine displayed a warning alarm that there was a leak. The customer opened the centrifuge and found a leak with a fine spray of blood inside of the machine. The collected product could not be used. This report is being filed in response to the customer filing a sae report with their local authorities.

Manufacturer narrative:
Investigation: the disposable set was returned for investigation. The set was visually inspected for mis assemblies and none were noted. The channel was leak tested and a pinhole leak was noted at the snout weld of the channel. A review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A review of the lot for similar reports was carried out, none have been reported. Root cause: the root cause for the leak is a weld failure of the channel near the collect connector. Correction: terumo bct has implemented lot release testing on the spectra optia channels to reduce the occurrence of this failure mode.